Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving dilaudid (hydromorphone) via an implantable pump for non-malignant pain I ndications for use. It was reported that she was at the doctor's office yesterday and they did an increase in the pump. The patient stated that they got 6 boluses a day and at the end of the 6 bolus they had to wait 4 hours to give herself any more to start the 6 boluses again, so they got an increase. The doctor did not change anything for her bolus, but they kept the boluses the same. The patient then stated that for whatever reason when they were giving herself a bolus yesterday, she was locked out for 24 hours and they have 15 hours to go. The handset showed next refill date was on (B)(6) 2025. The patient service asked if patient saw a physician bolus in progress message and patient stated no. The patient mentioned that the application was taking a long time to retrieve the pump, and they had to restart the application all the time because it got stuck at 90% or 80%. The patient service walked patient through clearing data on the handset. The agent reviewed device function. The agent reviewed lockout information and recommended patient consult with their healthcare provider (hcp) regarding lockouts. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.